Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was hospitalized due to exacerbation of heart failure symptoms. It was reported that the associated left ventricular (lv) lead has a history of high threshold measurements and undersensing for which the physician was monitoring. The lv lead currently has high out-of-range impedances resulting in pacing inhibition and loss of capture (loc). A lead fracture or insulation damage was suspected but could not be confirmed via x-ray. The physician also suspected perforation of the coronary sinus however this too was not visually confirmed. The lv lead was surgically abandoned and the device was explanted and replaced.